Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert due to shock impedance high out of range. Technical services (ts) advised to bring the patient in clinic to perform troubleshooting and to increase the impedance limit to avoid false alerts. The field representative would contact the facility to provide this information. There is no information regarding the right ventricular (rv) lead model/serial number at this time. Further information was requested. The ICD system remains in service. No adverse patient effects were reported. Additional information received indicates that the health care facility received a device transmission from the patient and all the information shows adequate measurements, therefore, the facility does not want to do anything more with this case. The rv lead model/serial number was not provided.